Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarms. Unit had a scratched display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was performed. The device was returned for analysis.